Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the trunk cable. The root cause for the open pulse wire was excessive force on the cable. No adverse event resulted from the open pulse wire. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the front response button was intermittently non-functional. The cause for the defective response button was a defective response button switch. The root cause for the defective switch could not be positively identified. No adverse event resulted from the defective response button. Device manufacturer date: electrode belt sn (B)(4): 01/17/2014 reuse. Monitor sn (B)(4): 08/24/2015 reuse.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt was causing frequent check therapy electrode messages. A us distributor returned monitor sn (B)(4) and reported that the response buttons were non-functional.